Event description:
It was reported by the clinician that during removal of the art line, the sheath portion became separated from the hub of the catheter. A cut down of the artery had to be performed in order to remove the broken piece. The piece was successfully removed. No injury to the pt was reported.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if add'l info becomes available.